Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred.the 90% stenosed, de novo target lesion was located in the moderately tortuous and moderate to severely calcified left cephalic vein. A 5.0 x 40/80 sterling otw balloon catheter was inflated two times to 14atms. During the second inflation at 14atms a balloon rupture occurred. The sterling otw balloon catheter was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)